Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issues. Note customer is using wrong strips for the meter.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 135mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/20/2017 and open vial date is 12/09/2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states that the meter is getting low blood results. The meter will only give a results of 26/27mg/dl. Customer states that his normal expected range is 90-135mg/dl fasting. Customer states that he orders these new strips online and these strips he is getting results in the 26/27 mg/dl. Customer is trying to use the true metrix strips on a true result meter and got these results verify that customer does not have any more true test strips. We explain to customer that the true metrix strips are not compatible with the true results meter. We also explain to customer that the true result meter has been discontinued.